Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. The report will be updated when the eval is complete.

Event description:
It was reported that the handpiece was overheating. No further info was provided by the customer and attempts are being made to obtain further info.